Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/12/2018. The customer evaluated the device. Therefore, the reported condition cannot be verified. The product support engineer (pse) provided the part number for the battery assembly only. The customer will repair the device. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the ventilator had a battery failure and is seeking part number ID for the battery assembly. The information regarding patient involvement at the time of failure was not provided by the customer. The event date was not specified; estimate used.